Manufacturer narrative:
Section d refers to the main device: product ID 8780 serial# (B)(4) implanted: (B)(6) 2014 explanted: (B)(4) 2017 product type catheter. Updated to reflect the patient's weight at the time of the event. Updated to reflect the information received on (B)(6) 2017. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer's representative on (B)(6) 2017. It was reported that the patient's infusion system would not be returned and the cause of the patient's lack of relief was unknown. The patient's weight at the time of the event was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2017, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A catheter access port (cap) dye study was performed as the patient¿s healthcare provider (hcp) was questioning the effectiveness of the therapy. The dye study was successful and the hcp was able to aspirate 2 ml¿s of drug and cerebrospinal fluid (csf) from the cap. The patient¿s pump was refilled and a concentration change was made. A few weeks after the increase in medication, the patient was believed to be doing well. The pump contained dilaudid and bupivacaine. Additional information was requested from the patient¿s hcp including the cause of the event, patient symptoms, and patient outcome. Additional information received from the hcp via a manufacturer representative reported there didn¿t seem to be any issue with the system and no allegation against it, but the patient apparently didn¿t feel he got adequate relief, and the system was explanted on (B)(6) 2017. There was no out-of-box failure reported. There was no medical or therapy problem associated with small parts reported. The representative wasn¿t sure if the patient ever felt he had adequate therapy, and then something changed, or the patient never felt it was adequate. No further complications were reported.